Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rhino-laryngo videoscope distal tip coating is coming off of the distal tip. The issue occurred during reprocessing. There were no reports of patient harm.